Manufacturer narrative:
Device evaluated by manufacturer: based on the potential hazards/failure modes identified, the following attributes were examined. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. A microscopic examination identified a balloon pinhole located approximately 9mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found the shaft of the device tom be kinked at more than one location. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for a vascular access intervention therapy. During the procedure, at first inflation, it was noted that the balloon ruptured without an increase of the pressure. The device was simply pulled out without a problem from the patient's body. The procedure was completed with another of the same device. No patient complications reported and patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for a vascular access intervention therapy. During the procedure, at the first inflation, the balloon ruptured without increase of pressure. The device was simply pulled from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient was good post procedure.